Event description:
Description of event: it was reported that the pt had a boston scientific implant from 2015 with (B)(6) leads from 2008. Pt reported having problems on their right side since 2015 and has progressively gotten worse. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).